Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels displayed as "low"; although specific value was not provided. Cause was not known. Reportedly, the customer required assistance from their son, though the specifics of the assistance were not specified. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.